Manufacturer narrative:
A ge representative contacted the customer and directed them in evaluation and repair of the system. The system operates as intended. Further repair info is not available.

Event description:
The customer reported the system shut down on its own. No pt injury was reported.